Event description:
It was reported that during an a-fib procedure near the left pulmonary vein at 15-30w, the patient's blood pressure dropped. An echo and an x-ray were performed and a pericardial effusion was confirmed. A pericardiocentesis was performed. According to the physician, the causality between the event and the product/procedure might be possible that it was due to the ablation or the tip of the lasso.

Manufacturer narrative:
The concomitant products: lasso (disposed) model # d-1220-61-s, lot # 15380888l,ez steer thermocool nav 4mm (disposed), model # d-1292-05-s, lot # 15477760m.(B)(4).